Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side device "rupture". Healthcare professional confirmed "rupture discovered during surgery" and "more firm and egg shaped". Device has been explanted.